Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a guidezilla guide extension catheter in two (2) pieces. Microscopic and tactile examination revealed numerous kinks in the hypotube and distal shaft. Microscopic examination revealed a complete separation at the collar/proximal shaft bond. Ptfe was completely pulled out from the collar and attached to the distal shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The target lesion details are unknown. While utilizing a guidezilla during a percutaneous coronary intervention, the shaft separated. The procedure was completed with another of the same device. There were no patient complications reported and the patient status is good.

Event description:
It was reported that a shaft break occurred. The target lesion details are unknown. While utilizing a guidezilla during a percutaneous coronary intervention, the shaft separated. The procedure was completed with another of the same device. There were no patient complications reported and the patient status is good.

Manufacturer narrative:
(B)(4).